Manufacturer narrative:
Patient contacted clinical representative on (B)(6) 2021 stating he was no longer receiving any relief from his superior genicular stimulator. He noted that several days prior he had been walking and "twisted" his knee. It was a couple days after that, that he noticed he was no longer receiving pain relief of which he was normally getting about 95% relief. He was unable to give specific dates. Clinical representative met with patient on (B)(6) 2021 and tested the lead with tonic. The clinical representative was unable to get any response from this lead. The inferior genicular lead was tested with success, however, the patient reported not using this stimulator as the antenna irritated the incision sites. The incision sites of both the superior and inferior genicular were checked. One of the incision sites on the superior genicular had a noticeable bulge without pain. The two incision sites for the inferior genicular were both red and tender. The most distal incision also had a bulge. The physician was contacted immediately and an antibiotic was prescribed to the patient. He was also given an order for an xray and scheduled an appointment to be seen on (B)(6) 2021. The x ray showed the superior genicular lead had migrated. The physician examined the inferior genicular incisions and concluded it was, in fact, infected. He prescribed a second antibiotic on top of the current antibiotic as there was now some fluid leakage. The patient was scheduled for a revision/explant on (B)(6) 2021 at 9:30 am.

Event description:
Patient had an xray done of his superior and inferior genicular pns implants. The superior implant migrated and the inferior one has an infection at both incision sites.